Manufacturer narrative:
Philips service replaced the geoipc and restored the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the table and c-arc lost power due to geoipc issues on a allura xper fd20. The clinical use of the systemv was in use. There was no reported patient or user harm.